Event description:
Allegedly, the device failed due to metal debris corrosion and resultant metal ions, due to the metal on metal design between the articulating surfaces, causing continuing and otherwise irreversible physical injury to the patient.

Manufacturer narrative:
Please void this report. Upon investigation it was found not alleged deficiency against this component. The components related to the complaint were captured under reports 3010536692-2019-01030 and 3010536692-2019-0103.